Event description:
The pace/sense portion of this rv lead was capped due to noise. The shock portion of this lead remains active. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.